Event description:
Pt contacted her dexcom representative on (B)(6) 2012 to report that she had experienced a hypoglycemic episode and had been hospitalized. Dexcom technical support tried on several occasions to collect further information from the pt but has not been able to reach her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.